Manufacturer narrative:
It was unknown if the facility still has the reported device. Communication was performed to confirm if product would be available for evaluation. Once the reported device is returned and evaluation is completed, a supplemental report would be made. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the inner sheath's ceramic tip broke off inside the patient during the turp surgery. Per report, while attempting to empty the bladder by pulling out the inner sheath, the surgeon placed the inner sheath back into the bladder and noticed the ceramic tip broke off. The broken tip was retrieved from the patient. The procedure was continued and completed without additional issue. It was confirmed nothing was left inside the patient. There was no abnormality observed with the device. There was no injury to the patient.

Manufacturer narrative:
The reported device was not returned despite multiple attempts were made to retrieve product for evaluation. Device history record could not be reviewed because there was no information on the lot/batch was provided. Thus, the exact root cause of the issue could not be determined without the actual device. If the reported device would be returned in the future, further evaluation would be performed and a supplemental report would be made to the FDA. This complaint will continue to be tracked and trended. The event is filed under internal karl storz complaint ID: (B)(4).